Manufacturer narrative:
(B)(4). The pump has not been returned to animas for evaluation. Animas has conducted areview of the device history record for this pump and confirmed that it was operatingwithin required specifications at the time of release. If the device is returned, anevaluation shall be completed and a supplemental report will be filed. Noconclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/20/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the bolus button cover and plug are detached, exposing the internal button contact. There was no evidence of contamination observed under the button contact. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The distributor contacted animas on (B)(6) 2012 alleging the pump's keypad was peeling/torn. There was no reported adverse event associated with this complaint. No further information was available. This complaint is being reported because the alleged keypad issue could not be resolved with troubleshooting.